Manufacturer narrative:
In this case, minimal information regarding this event was received. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unsealed box containing the 19mm pericardial aortic valve. The valve had a short expiration date of less than two months labeled.

Manufacturer narrative:
In this case, it is very unlikely that an unsealed/open shelf box would leave an edwards manufacturing facility. Also, dhl indicated that the shelf box label/seal was intact when it was shipped from the warehouse. The shelf box opening perfectly along the perforated seal during transport is also not likely. Based on the picture provided by the customer, it is more likely that it was purposely opened after delivery to the customer. Per the instructions for use (IFU), it states, "before opening, carefully examine the jar for evidence of damage (e.g., a cracked jar or lid), leakage, or broken or missing seals." The IFU cautions the user that "valves from containers found to be damaged, leaking, without adequate glutaraldehyde, or missing intact seals must not be used for human implantation." No further action is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).